Event description:
During field service installation of the device, the user reported that the pump would lose power and that the display was blank. The central control monitor also has a "question mark" at the pump. Since the event occurred during field service installation, there was no patient involvement during this event.